Event description:
A physician reported a hakim valve (id823146) was implanted in a (B)(6) year old male patient via ventricular peritoneal shunt on (B)(6) 2011 with unknown setting to treat a brain tumor. The set pressure could not be changed and revision surgery was performed. The valve was removed and replaced on (B)(6) 2021. Upon removal, the valve was found to be damaged and cerebrospinal fluid was leaking around the valve. The patient condition is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID 823146) was returned for evaluation. Device history record (DHR) - the product code 82-3146 with lot cllb5w, conformed to the specifications when released to stock. Failure analysis - the valve was received on setting 70 mmh2o. The valve was visually inspected: the silicone housing was cut/torn around the siphon guard. The valve was hydrated. The valve was tested for programming with programmers m11921 and m14489, the cam mechanism did not move. The valve was leak tested and leak from the damaged silicon housing around the siphon guard. The valve could not be reflux tested due to the damaged silicon housing. The cam mechanism was gently moved, and the valve was retested for programming: fail, the cam mechanism did not move. The valve was dismantled and was examined under microscope at appropriate magnification: some biological debris was noted on the cam mechanism. The cam magnets were controlled and magnets failed. The valve passed the test for occlusion, siphon guard and pressure. The root cause for the cut/tear in the silicone housing and the marks in the connector noted during the investigation, is probably due to wrong handling, as noted in the "IFU": silicone has a low cut/tear resistance. Do not use sharp instruments when handling the silicone valve or catheter, use shod forceps. Cuts or abrasions from sharp instruments may rupture or tear the silicone components. The root cause for the failed programming test is due to the abnormal polarization of the magnets. The root cause for the abnormal polarization of the magnets was probably caused by an exposition of a too strong magnetic field, as noted in the "IFU", ¿any magnet may experience a degradation of magnetic field strength as a consequence of exposure to the significantly stronger magnet field induced in a "MRI" procedure. The root cause for the leakage is due to the damaged silicon housing.

Event description:
N/a.